Manufacturer narrative:
The pump passed displacement test, basic occlusion test and prime test. The pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was unable to perform occlusion test and excessive no delivery test due to motor error alarm at bolus delivery. There was no cosmetic damage noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had motor error alarm on their device. The customer's blood glucose level was unknown. It was reported that the customer was not able to complete the rewind process and fill tubing. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.